Manufacturer narrative:
Event date: (B)(6) 2016 (date is approximate). (B)(4). The device was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Pre-op diagnosis: lumbar stenosis/disc degeneration procedure: posterior lumbar decompression/fusion it was reported that, intra-op, three set screws were wasted as the threads were stripped during insertion. The product came in contact with the patient. No patient complications were reported. Product malfunction occurred when placing the set screws.

Manufacturer narrative:
Corrected info: product analysis: macroscopic and optical examination revealed thread crest/flank damage; this damage appears to have initiated near the start of the thread, and is evident around the damaged portion of the thread. Functional evaluation with a sample mas head found the set screw was unable to be fully engaged. The above observations are consistent with misalignment of the mas and set screw threads during construct assembly.

Manufacturer narrative:
Device evaluation in progress.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.